Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended replacement of the adjustable pressure limit valve.

Event description:
The hospital reported the adjustable pressure limit valve (apl) was not functioning as expected, affecting manual ventilation. There was no report of patient involvement.